Event description:
The user facility reported that the staff in the cath lab placed the tr band device involved on the patient with originally 15cc's of air. After removing the sheath, more air had to be administered to achieve hemostasis. A total of 20cc's of air was used. A staff member noted that patient was not overweight and had a small-normal size wrist. No hematoma was noted. The patient was stable. The procedure outcome was successful and completed. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the device involved. Additional information was received on (B)(6) 2023: the procedure performed was a selective coronary arteriogram. The patient was being monitored while wearing the band. The account cannot recall if hissing was heard from the leakage. The band maintained pressure for a period of time after 20+ cc's of air. Hemostasis was achieved by the band.

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Inspection of the returned sample upon receipt found there is no damage noted on the band or balloon assembly. There is 8ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the balloon assembly or inflation balloon assembly. The sample passed leak testing. The sample was subject to manual leak testing. Approximately 18ml of air was injected into the balloon assembly and the sample was placed in its container for more than 12 hours but less than 24 hours. After 12 hours the air was removed and 16.5ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for foreign matter or damage. Upon deconstruction, no damage or foreign matter was found in the check valve. The complaint cannot be confirmed for air leakage issues because the returned sample passed leak testing and no foreign matter was found during deconstruction. The exact root cause of the air leakage the user experienced cannot be determined. Review of the device history record (DHR) cannot be completed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). Therefore, this event is currently deemed a non-reportable event.